Event description:
A nurse at the user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The surgeon was learning how to load the lens. There was no pt impact/injury associated with this event.